Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot number. I certify that all information that are known/available has been disclosed. If any new information will be made available. Are there photos available for visual analysis? No. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep): n/a. Please perform and document the follow-up attempt for product return. The device has been received at sukagawa and will be shipped. H3 evaluation: the product was returned to ethicon for evaluation. One cannula with a pds suture was received for analysis. Product code. During the visual inspection of the returned sample, no issues related to breakage suture were noted. The knot was semi-closed and the suture was not tacked to the cannula since the suture was detached from the plug. The functional test was performed on the suture and the knot can be closed until the end. Per the conditions of the returned sample, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The suture could not be ligated. The tip was folded and pulled, but the knot did not slip and the tip came off form the suture. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.